Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms, which triggered a lead safety switch. The appearance of the electrogram (egm) was questioned. Boston scientific technical services (ts) discussed that it likely appeared different due to the switch to unipolar configuration. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.